Event description:
During an in clinic follow up, it was noted the device was at elective replacement indicator (eri) sooner then expected. Longevity overestimation was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating premature battery depletion was also suspected.